Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full-height main drawer 5 failed, causing delayed access to medications. The rails were suspected to be damaged and required replacement. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified drawer 5 sticking due to faulty slider rails and a detached inseparable magnet. The slider rails and inseparable were replaced, and the loose magnet was removed from the chassis. The slider assembly was reinstalled after resolving a binding issue. The drawer was reinstalled, tension adjusted, and proper functionality of the full-height drawer and pockets was successfully verified. The system functioned as intended after the field service engineer repaired the device.